Event description:
A peripheral intervential case was performed in 2008, on a female pt with pvd, hypertension, fem-fem bypass, grafts in both femoral arteries, diabetic and arteriostenosis. A 6 fr sheath was placed in the synthetic right femoral common artery (rfca) and heparin was administered. Upon completion of the procedure, a boomerang catalyst ii wire (bcw) was inserted and deployed thru the indwelling sheath w/o problem. Temporary tamponade of the arterial access was not achieved. There was consistent oozing around the bcw. Dwell time was for 30 minutes total. Pt began to vomit. Bcw was dedeployed and removed w/o incident. Upon removal, a hematoma (>6 cm) started to form. Femstop was applied and manual compression was applied to achieve final hemostasis. Two units of packed red blood cell (prbc) was administered. Pt was admitted for observation. The following day, pt was administered 1 unit of prbc. At 3 days post op, pt was discharged without sequelae.

Manufacturer narrative:
The boomerang catalyst ii was discarded at the hospital and was not returned to the manufacturer for eval. It was reported the product deployed and de-deployed as intended. Review of the batch record was unable to be performed, because the lot number was not provided and no longer available. The bcw performance was not clinically evaluated for grafted arteries.